Event description:
Boston scientific received info that this dextrus lead had dislodged multiple times during the implant procedure. The lead was implanted; however, was removed from service twelve hrs later due to dislodgement. A replacement lead was implanted without further incident.